Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with diaphragmatic stimulation. Interrogation showed the left ventricular (lv) lead capture threshold was high. An x-ray confirmed the lead had dislodged. The physician re-positioned the lead on (B)(6) 2020. The patient was stable throughout.